Event description:
The customer called and stated that the paramedics were called to his home due to low blood glucose levels. The customer was unable to troubleshoot the insulin pump at the time of call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.